Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(4) 2018. The patient stated that surgical intervention to replace the leads did not occur. They are working fine and are due for a replacement later this year. The fall affected their device by causing them to not get the pain relief like it was before the fall. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(4) 2009, product type: lead product ID 3778-60 lot# serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), (B)(4) , UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), (B)(4), (B)(4), 08-jul-2013, , (B)(4), (B)(6), ubd: (B)(4), ubd: 08-jul-2013, 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The patient stated there were a couple wires not working. For 4 or more years ago they had a couple fall and the local manufacture representative (rep) determined that the falls must have messed up the wire. The rep was able to give the patient an extra program to program around the issue successfully. The patient stated that imaging was not conducted to verify the wire issue, but the rep just checked with their device. The patient would discuss options with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.